Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center entire monitor suddenly blacked out. The issue occurred during a therapeutic laparoscopic gastrectomy procedure. The device was inside the sedated patient and the procedure was completed using the same device. There were no reports of patient harm.